Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level between 500-600 mg/dl. The customer alleged that the pump was not delivering insulin properly. Reportedly, the customer did not feel confident in cartridge load technique and suspected that air could have been introduced into cartridge due to poor technique; however, customer did not observe any air bubbles or gaps coming in the tubing. Reportedly, customer's mother administered manual injection to treat bg due to customer being unable to treat bg. Reportedly, the customer completed multiple supply changes and indicated that the pump was functioning properly.